Event description:
Through journal article "primary breast implant-associated squamous cell carcinoma: a proposal for a better surgical approach and clinical staging system based on tumour characteristics", healthcare professional reported "textured silicone implant", "recall", "increased breast volume associated with local pain", "large periprosthesis collection of fluid" confirmed via MRI, and "capsule of the prosthesis, which was thickened and hardened on the left". Healthcare professional also reported "biopsy revealed invasive squamous cell carcinoma" and "oestrogen and progesterone receptor-negative, her2-negative, ki67 30%, ck5/6 positive" which are considered not device related. Patient "underwent anterior (partial) capsulectomy". This record is for the left side. The device was explanted and replaced. Manufacturer of the device is unknown.

Manufacturer narrative:
Article citation: de oliveira-junior, I., gonzaga, m. I., amirati, c. C., vilela, n. M., wohnrath, d. R., & da costa vieira, r. A. (2025). Primary breast implant-associated squamous cell carcinoma: a proposal for a better surgical approach and clinical staging system based on tumour characteristics. Annals of surgical oncology. Clarification to h10 related report numbers: mrn 9617229-2025-15513 was submitted regarding the same article/patient as this record and reported events for the patient's subsequent left breast implant, implanted in 2023. Clarification to d6a implant date: partial date 2005. Clarification to d6b explant date: partial date 2023.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.

Event description:
Company representative reported "textured silicone implant", "recall", " increase in breast volume and local pain" and "biopsy revealed invasive squamous cell carcinoma". Received literature article "primary breast implant-associated squamous cell carcinoma: a proposal for a better surgical approach and clinical staging system based on tumour characteristics" also reported "increased breast volume associated with local pain", "large periprosthesis collection of fluid" confirmed via MRI, "underwent anterior (partial) capsulectomy and replacement of the implant", "capsule of the prosthesis, which was thickened and hardened on the left, was sent for pathological evaluation and revealed invasive squamous cell carcinoma associated with the breast implant" and "oestrogen and progesterone receptor-negative, her2-negative, ki67 30%, ck5/6 positive". This record is for the left side. The device was explanted and replaced.